Event description:
A volume discrepancy was reported. The expected reservoir volume was 1.2 ml; the actual reservoir volume was 20ml. No patient symptoms were reported. The event logs were not accessed or reviewed. The pump was replaced. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
On 12/01/2008, the pump has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.